Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, manufactures instructions, quality control, specifications and a visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed that the device appeared wet with a brownish discoloration throughout the wire guide and spiral guide holder. Upon further inspection, the mandril was found to be protruded at 4.1cm from the tip of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode. This nonconformance was for a large solder on the ¿a¿ end during manufacturing. However, this unit was scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code: dqx. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during preparation for an endovascular therapy (evt) procedure, a wire protrusion occurred in an amplatz extra-stiff support heparin coated wire guide. This was observed during flushing of the device, prior to patient contact. Another manufacturer's device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.